Event description:
Philips received a complaint by the customer on the v60 indicating that the touchscreen was unresponsive. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. It was reported that the touchscreen was unresponsive. No service will be provided by philips as the customer has declined to proceed forward with service. Customer has declined to proceed forward with service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.